Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced hypotension and a pulseless episode and epinephrine via IV was administered and another additional unknown medication was provided. When performing a right atrial flutter line, the patient¿s blood pressure went down to the point where they could not feel a pulse as it was rather rapid. No changes to the EKG and no errors were displayed. The anesthetist went over and began exporting blood pressure with epinephrine and it took a total of a minute or two to bring the patient blood pressure back and the heart rate sped up a little bit. It was not known what type of injury occurred. The patient was reported to be in stable condition and in the intensive care unit room for observation. Additional information was received 1-jul-2021. The pentaray catheter was used prior to event. This adverse event was discovered during use of a biosense webster product thermocool® smart touch® sf bi-directional navigation catheter. The pulmonary vein isolation, roof and posterior line were completed in the left atrium. Event occurred during ablation of cti flutter line in right atrium. The physician¿s opinion on the cause of this adverse event was unknown. The ice ultrasound and transthoracic echo revealed no effusion or other irregularities. No change in rate or quality of EKG. Possible vaso-vagal response. The anesthesia md administered epinephrine via IV and another medication (unbeknownst to the caller) to support the blood pressure. After about 1-2 minutes of pulseless electrical activity the patient¿s blood pressure began to rise. A bounding pulse was noted by the physician and the patient heart rate increased. The patient stabilized with no further intervention and was extubated, groin sheaths pulled and transported to the ICU for observation. The patient was reported as fully recovered (no residual effects). The patient was scheduled for overnight inpatient observation prior to the procedure. It was unknown if additional hospital stay was warranted. There were no heart rate changes or ECG morphology changes during the pulseless episode. There was no injury noted by the physician or response team. This was a transient event during the ablation procedure. Additional information received 23-jul-2021: the patient had fully recovered in post-op and was discharged with no lasting effects of the blood pressure drop noted while in the ep lab. No cause was identified for the event.